Event description:
It was reported that during a scheduled review of remote home monitoring interrogation data, it was noted that this pacemaker exhibited isolated undersensing on the atrial channel during an atrial tachy response (atr) episode. Review of stored device data noted the presence of low atrial intrinsic amplitude measurements. Technical services (ts) provided the information to the physician. Additional information was received that the patient was later seen for in clinic follow up. Atrial sensitivity was reprogrammed. Subsequently, brief periods of farfield r-wave oversensing was observed on the atrial channel upon review of an atrial tachy response (atr) episode electrogram (egm). No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.